Event description:
The initial reporter complained of a discrepant high glucose result for 1 patient tested on an accu-chek inform ii meter. The result at 11:27 a.m. Was 428 mg/dl. This result was questioned, and the patient was retested. The result at 11:29 a.m. Was 277 mg/dl. The result at 11:32 a.m. Was 245 mg/dl. The result of 245 mg/dl was believed to be correct.

Manufacturer narrative:
The inform ii meter serial number was (B)(6). Qc passed on the meter within 24 hours of the event. The test strips were requested for investigation. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection. The investigation is ongoing.